Event description:
An ivantis representative was approached by a surgeon during a conference training lab. The surgeon reported that a patient who underwent attempted hydrus microstent implantation (unknown date), subsequently required iridodialysis repair. The surgeon repairing the iridodialysis was not the original surgeon, but he reported the iris repair had gone well and the patient's vision and iop were good. No additional information is available at this time.

Manufacturer narrative:
Minimal information was provided and contact information for the reporting surgeon is unavailable. The device has presumably been discarded. A supplemental report will be filed if new information is received. Iridodialysis is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).